Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by user that during initial tests the cs100 intra-aortic balloon pump (iabp) had a system failure and balloon failed to load automatically. No patient involved

Manufacturer narrative:
Updated fields: b4, d4 UDI number, e1 initial reporter name , event site telephone and mail ID, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e1 event site name a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the connector of the bia filling line was found to be broken. The wheels of the device were also damaged due to use. The connector was replaced, but it was verified that there are no more wheels in stock at the factory to supply. The unit passed all functional and safety checks to factory specification and was cleared for use.

Event description:
N/a

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field: b5 , h6 (medical device ¿ problem code, component codes, investigation conclusions).

Event description:
It was reported that during initial tests, the cs100 intra-aortic balloon pump (iabp) balloon failed during automatic filling. There was no patient involvement reported.